Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the customer complaint cannot be verified. Returned (pm) board operates normally without causing any alarm conditions. No fault found.

Manufacturer narrative:
B4:20sep2021. Per service technician, the reported phenomenon was not confirmed despite device checking. The event log revealed that "check vent: backup alarm failed" had occurred. Therefore, the power management board was replaced preventively. Overall checking, cleaning, run testing, and a function test was performed. The software was confirmed to be version 2.30.

Event description:
It was reported by the hospital that "backup alarm failed" alarm sounded during use on a patient. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out and no delay in therapy or medical intervention reported.